Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf vr models approved under (B)(4). This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
Préliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, on (B)(6) 2014, during an ICD implantation, the ventricular lead was connected but no pacing was observed.the ICD was then disconnected and the lead was measured by a pacing system analyzer. No anomaly was confirmed. A new ICD was connected to the ICD lead, and ventricular pacing was confirmed. The subject ICD will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, during an ICD implantation, the ventricular lead was connected but no pacing was observed. The ICD was then disconnected and the lead was measured by a pacing system analyzer. No anomaly was confirmed. A new ICD was connected to the ICD lead, and ventricular pacing was confirmed. The subject ICD will be returned for analysis.

Event description:
Reportedly, on (B)(4) 2014, during an ICD implantation, the ventricular lead was connected but no pacing was observed. The ICD was then disconnected and the lead was measured by a pacing system analyzer. No anomaly was confirmed. A new ICD was connected to the ICD lead, and ventricular pacing was confirmed. The subject ICD will be returned for analysis.